Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling and dislocating their reverse shoulder. All of the components held up and were not imparted. The fall most likely loosened scar tissue and loosening the joint causing cronic dislocation.